Manufacturer narrative:
On 11/27/2019, mentor became aware that the date of surgery is (B)(6) 2019. Hence, following fields have been updated on this form: is required intervention has been selected under outcomes attributed to adverse event/ implant date has been updated to (B)(6) 2019. Method code has been updated to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced left side deflation not right. Hence, serial number under field d4 on this form has been updated to (B)(4). Also, mentor became aware that the patient underwent bilateral explantation and replacement with catalog number: 3502325 serial number: (B)(4) on the right side and with catalog number: 3502325 serial number: (B)(4) on the left side on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: left; 325cc mentor smooth round moderate plus profile; catalog number: 3502325; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent revision reconstruction breast surgery breast augmentation with 325cc mentor smooth round moderate plus profile and was presented with right side deflation noticed by patient (B)(6) 2019 as it was getting smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 3/26/2020, device evaluation was completed. Device evaluation summary: two samples with lot number (7277549) engraved, were returned for analysis. During visual inspection, both implants were observed with no apparent damage. Also, leak testing was performed in accordance with mentor procedures on both, and no leak sites were detected. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/2/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).